Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: manufacturing location: monument. Manufacturing date: november 14, 2019. Expiration date: october 1, 2029. Part number: 04.037.212s, 12mm/125 deg ti cann tfna 170mm - sterile. Lot number: 24p5215 (sterile). Production order traveler met all inspection acceptance criteria. Inspection sheet, in-process/inspect dimensional/final ns071485 rev e met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection ns067861 rev b met all inspection acceptance criteria. Packaging label log (pll) lmd rev ad was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 16850 supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿inserting angle for end cap was incorrect¿ does not indicate breakage of the nail or any of its components. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. Device history review: july 31, 2020: DHR reviewed by: (B)(4) this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation (orif) surgery for femoral trochanteric fractures by using the tfna system. During the surgery, the surgeon could not insert the end cap (5mm) to the nail. Then, he tried to insert the end cap (0mm) instead of the end cap (5mm), but the insertion stopped on the way. He inserted the end cap and closed an incision. The surgery was completed with a less-than-30-minute delay. The surgeon comments that inserting angle for the end cap (5mm) was likely incorrect, but the end cap (0mm) was inserted on the way but it was not successfully inserted. No further information is available. This report is for one (1) 12mm/125 deg ti cann tfna. 170mm - sterile. This is report 3 of 3 for (B)(4).